Event description:
During evaluation of a returned novum iq large volume pump, the device's keypad was intermittently operational on the "6" key. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the keypad was intermittently operational on the "6" key. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty keypad. The front panel required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.